Event description:
It was reported that sensing had decreased and no capture was observed. Review of the stored electrograms showed some episodes of oversensing diagnosed as vf and treated with a shock. Fluoroscopy showed the lead had dislodged. The lead was repositioned successfully. All measurements are within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.